Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right atrial (ra) lead exhibited exit block and decreased sensing. The patient was x-rayed, and the lead was found to be outside of the heart. The right ventricular (rv) lead exhibited poor sensing and pacing, as well as oversensing during exercise. The ra lead was repositioned, and remains in use. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.